Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experience blood glucose (bg) of 48 mg/dl which was addressed with customer consuming a snack. Cause for bg was unknown. Tandem technical support reviewed pump data logs and found pump to be functioning as intended.